Event description:
It was reported that during a follow-up visit, the patient's atrial pacing lead was found to have a low pacing impedance. The lead was removed and a new atrial pacing lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor fractured and distorted; full lead returned and analyzed.